Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. Patient came in emergently with abdominal pain and was admitted for bleeding gastric ulcers. The patient was treated fro the gastric ulcers and a computed tomography (CT) scan showed a possible type 1a endoleak with aneurysm sac growth. On (B)(6) 2016 the physician elected to implant an additional bifurcated stent and two additional suprarenal aortic extensions to seal the leak. Following the endovascular procedure a type 1a endoleak remained. Due to the patient high creatinine levels and the amount of contrast levels, the physician did not implant any additional stents to resolve the persistent type 1a endoleak. The physician will continue to monitor the patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the patient information received, the clinical evaluation was able to confirm a type 1a endoleak with aneurysm sac growth. The reported remaining type 1a endoleak could not be confirmed. In addition to the reported event there was evidence to reasonably suggest ischemia, left groin pseudo aneurysm, potential stent migration and occlusion. The clinical evaluation additionally identified the angulation of the aortic neck as a potential contributing factor to the reported event. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There have been no additional adverse events reported for this patient.